Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a usual meal but consumed approximately 50% more than announced and checked blood glucose over an hour and a half later, with a reported value of 176 mg/dl; the agent advised allowing the ilet to correct any resultant hyperglycemia. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-management without escalation, alerts, or hospitalization. Customer care agent provided user education and troubleshooting focused on meal announcement accuracy and timing. Investigation of this case revealed user-related underestimation of carbohydrate intake relative to the meal announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size announcement.